Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that the patient anatomy (posterior leaflet prolapse) contributed to the reported slda; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed as the implanted mitraclip detached from one leaflet, while remaining attached to another leaflet. It was reported that the patient presented with mixed mitral regurgitation (mr) grade 4 with posterior leaflet prolapse. One mitraclip (cds0601-xtr 81126u174) was implanted without issues. Following, the clip detached from the anterior leaflet, while remaining attached to the posterior leaflet. As treatment, another mitraclip was implanted without issues. The mr had been reduced to grade 3. There was no adverse patient sequela. No additional information was provided regarding this issue.